Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament from her adc freestyle libre sensor broke in half and remained in her skin. The customer further reported that after the sensor was inserted, it caused pain, bleeding, and swelling, and she noticed that "the other half of the sensor was coming from the back of the sensor". The customer visited a pharmacist, who removed the sensor filament from the customer's arm and disinfected the affected area. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was returned. No malfunction or product deficiency was identified. Sensor applicator has been returned and investigated. Visual inspection performed on the applicator and no issues were observed. An incorrect assembly issues was not observed. No malfunction or product deficiency was identified. The sensor pack has not been returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the sensor pack is returned, the case will be re-opened, and a physical investigation will be performed. Has been updated based on product download.

Event description:
A customer reported that the filament from her adc freestyle libre sensor broke in half and remained in her skin. The customer further reported that after the sensor was inserted, it caused pain, bleeding, and swelling, and she noticed that "the other half of the sensor was coming from the back of the sensor". The customer visited a pharmacist, who removed the sensor filament from the customer's arm and disinfected the affected area. There was no report of death or permanent impairment associated with this event.